Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient with incomplete cut in the unknown eye during surgery. The equipment was failed in the flap mode and the cut was not performed perfectly. Surgeon completed most the procedure normally and no patient harm was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The customer reported, the ¿flap cut was not performed correctly. And the flap was not able to be lifted¿. The reported event occurred ,during surgery. Patient impact was not reported. The surgery was completed manually. The company representative did not confirm, nor replicate the reported event. The system was tested and found to meet product specifications. The customer reported event was unable to be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).